Manufacturer narrative:
The reporter's address is (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced stenosis of the outflow graft. A computed tomography (CT) confirmed a long-term thrombosis of the outflow graft. The patient underwent cardiac catheterization investigation and stenting of the outflow graft.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no images depicting the obstruction were submitted. A specific cause for the outflow graft obstruction could not conclusively be determined. Evaluation of the submitted log files captured the pump operating as expected with no atypical events and operating at the intended set speed before the cardiac catheterization investigation. The log files sent during the investigation captured the pump operating at a fixed speed between 3000 rpm and 6700 rpm with a low speed limit of 5200 rpm. Low speed advisory fault flags were triggered that became low speed advisory alarms. There were persistent low flow fault flags when the flow dropped below the low flow limit of 2.5 lpm. Of these fault flags, many lasted over 10 seconds triggering low flow alarms. Following these events pump parameters returned to normal. No other atypical events or alarms were captured. The change in pump parameters appeared to be consistent with the reported cardiac catheterization. Additional information revealed that the outflow obstruction was stented during a cardiac catheterization investigation. Log files during the investigation were sent, and no CT images were available. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) no product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05nov2020. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. This section further warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.